Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2020-74598.

Event description:
A surgeon reported that during surgery, a surge occurred during sculpting phase of cataract surgery. As a result, a hole was observed in the capsular bag. The planned toric intraocular lens implant could not be used. The patient was referred to a retinal specialist. The surgeon requested his user settings be checked. A company representative checked the settings and there were no changes from the original settings.